Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient hasn't used or recharged ins in about a year and they are unable to communicate with ins using tablet, recharger and patient programmer. Caller stated that about a year ago, patient's diagnosis changed from essential tremor to ms (patient clarified diagnosis has always been ms) and so they stopped using system about a year ago. At this time, patient needs routine ms MRI but ins can't be interrogated. Tech services (tss)  walked caller through initiating physician recharge mode with legacy recharger. Tss reviewed next steps following prm to recover ins from overdischarge. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep states that the patient is still in overdischarge and has an MRI scheduled for this friday. Rep noted that the clinician indicated that the ins made the patient 'moody' in 2020 and so 'they had him turn it off' and from that point on the patient has not charged the ins - this is what prompted the noted overdischarge (od) situation. The rep is planning to meet with the patient on friday before the MRI to recover the ins.